Event description:
During follow-up, and extended charge time was observed. The charge time did not improve with several attempts at consecutive manual cap reforms. The decision was made to explant the device.